Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the rf current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. The event is detectable and preventable by handling device in accordance with the following IFU; the precautions are listed in the user manual (operation section) ¿chapter 4 operation, 4.3 using endo-therapy accessories, high-frequency cauterization treatment¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned distal cover. There was no patient involvement.